Event description:
It was reported that the lead had high impedance. The superior vena cava portion of the lead was capped and the pace/sense portion is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.